Event description:
Pt had an accident on (B)(6) 2010, broke the same arm he had broken and had surgery on 19 years prior. Surgeon removed pre-existing hardware and implanted two plates and 18 screws in his arm. Postop, one screw was noted to be broken, then two more screws were noted to be broken. Pt is scheduled for revision surgery on (B)(6) 2011. The bone is not growing together and there is a gap in the arm of 3mm. This is the third of 3 reports submitted on this event.

Manufacturer narrative:
Add'l info has been requested. Pt scheduled for revision surgery on (B)(6) 2011. Synthes is unable to determine mfg site or mfg date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.